Manufacturer narrative:
The pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurement tests due to no button response. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The parent of a customer reported via phone call of having high blood glucose of 500mg/dl and the pump keypad buttons are not working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis.